Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked from the devices. The abdominal air pressure was 8mmhg and high flow. Competitive products were used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? ---no. If yes, did this affect the visibility of the surgeon? ---n/a. What was the gas consumption rate or volume (liter/minute)? ---8mhg. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? ---no information. Was any torque being applied to the trocar or device? ---no.